Manufacturer narrative:
Additional, changed, and/or corrected data: b2, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: foreign material on implant: observed a fiber inside the device package assessed as workmanship. A further investigation is requested. No additional observations performed on the device. Fi summary: based on the device analysis performed, it was observed a fiber inside the device package, and it is out of specification per qa199.12 as code ft, also, it is classified as workmanship and has relationship with the reported complaint. Therefore, the event is confirmed, however this case is not confirmed as a high impact complaint, because the event has a severity of 3 (serious) severity established in procedure matrix qpp07-01-003-g17 v7.0, and according to procedure qpp07-01-003-w37 v7.0 this event is not considered as a potential high impact complaint. It is important to mention that this event was reviewed with the manufacturing personnel to increase awareness of the process and potential defects that may occur along with the quality controls and inspections in place. See manufacturing personnel review attached. In addition, no defects/problems/issues were found in the documents or in the personnel training review, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. Furthermore, a review of all fiber inside the device package complaints for tissue expanders that have been manufactured in the last 2 years from may 2023 through april 2025 was performed and no additional complaints for this event are observed, therefore, it is concluded that this is an isolated event and no additional products/lots are currently involved. Also, a review of the current risk documents process pfmea-bi pkg and lblg rev 13.0 was performed, and the event of fiber inside the device package is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. As: incoming inspection and 100% visual inspection at packaging (before and after sealing). Nevertheless, the issues with fiber inside the device package will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "black material attached." The device was not used.

Event description:
Healthcare professional reported "black material attached." The device was not used.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: contamination.